Event description:
It was reported that the image of the camera head displayed showed lines and then turned black. Additionally, there was a defect noticed in the handle that rotates indicating a loose the connection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light transmission was lost/too low, the fiber bonding in the outer tube area (distal end) was damaged, and the light guide bundle of the video cable section was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation: due to the video cable was broken there were stripes in the image, and since the magnet ring of the control section was broken, the insertion pipe did not rotate smoothly. In addition, for the newly identified malfunctions, the light transmission was lost or too low because the light guide bundle of the video cable section was broken, and for the damage in the outer tube area (distal end) of the fiber bonding the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the camera head displayed showed lines and then turned black. Additionally there was a defect noticed in the handle that rotates indicating a loose the connection. There were no reports of patient involvement.